Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a first pre-dilatation with the voyager, the balloon ruptured at 8 atm. It was replaced with another company's dilatation catheter and the procedure was completed by implanting another company's stent. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that may contribute to balloon rupture may include, but are not limited to, patient's anatomy, lesion calcification, or lesion tortuosity. The reported lesion was mildly tortuous, moderately calcified, and 99% stenosed, which could have contributed to the balloon rupture. A review of the manufacturing records show no units rejected for balloon damage. Without the product to analyze, a thorough evaluation could not be performed and no determination can be made as to the cause of the reported discrepancy.